Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr explained the se 2240 indicates air entered the set up. The hp stated he pressed go to start therapy prior to connection; the hp stated he was connected at the time of the alarm. The hp confirmed to start over using new supplies. On (B)(6) 2011 product surveillance spoke with the caregiver (cg) who stated that the hp was doing fine and continuing therapy without issue. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was confirmed. The cause was determined to be the result of the patient not being connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.